Event description:
It was reported that the battery of this implantable device had dropped from four years to one and a half years remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting in a manner consistent with the low voltage capacitor advisory. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device had dropped from four years to one and a half years remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting in a manner consistent with the low voltage capacitor advisory. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that the battery of this implantable device had dropped from four years to one and a half years remaining. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting in a manner consistent with the low voltage capacitor advisory. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.